Manufacturer narrative:
The investigation for high purge pressure issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-15885.

Manufacturer narrative:
The impella device was not received from the customer as it appears the device is still in use, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support and high purge pressure was encountered. Patient transferred to the hospital for escalation to an impella 5.5 and removal of impella cp device with goal as to watch ejection fraction and assess for possible left ventricular assist device/heart transplant. A little over two months into support, high purge pressure was noted. Tissue plasma activator was added to the purge with staff monitoring. There was no harm to the patient, and impella mechanical circulatory support continues for the patient.